Event description:
A report was received from an optician that a patient was diagnosed with infectious keratitis in their right eye in 2002. Culture results from cornea indicate pseudomonas. The patient recevied intensive topical antibiotic therapy and has recovered with good vision. Peripheral scar remains. No further information is available at this time.